Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out during the manual prime process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded drive support disk. Unable to perform the basic occlusion, occlusion, or excessive no delivery alarm tests due to the alarm. The pump passed the alarm and self tests. No unexpected restart or pump shutting off was noted. The pump also had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.